Event description:
It was reported that the customer was hospitalized due to hyperglycemia. Troubleshooting was performed. The insulin pump was programmed correctly. The displacement and self tests passed. It was reported that the insulin pump alarmed no delivery. The customer stated that she experiences low blood glucose levels after infusion set changes. The customer uses sure-t infusion sets. It was discovered that the customer delivers a fixed prime after inserting the infusion set. The customer was advised that a fixed prime is not needed for the sure-t infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.